Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed fault code 16 (timeout moving to take-up position) error message. The customer replaced the lifeband and batteries but the error issue persisted. No patient involvement.

Manufacturer narrative:
The customer reported that "the autopulse platform (serial # (B)(4) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause of the fault code 16 was due to a seized brake gap, possibly resulting from humidity and due to user maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. During device inspection, signs of corrosion was noted on the brake and drivetrain assembly. The customer is located in florida, a high humidity location. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low-humidity location could reduce the likelihood of corrosive damage to the drivetrain motor and help prevent the brake gap from seizing. Upon visual inspection, unrelated to the customer reported complaint, zoll service personnel noticed multiple cracks on the top cover likely due to handling, such as a drop. In addition, noticed a head restraint wire was heavily frayed. The probable root cause for the frayed head restraint wire was due to wear and tear. The autopulse platform was manufactured in april 2017 and has reached its service life of 5 years. Damaged head restraints do not render the autopulse platform non-functional. The top cover need to be replaced to address these observed issues. The archive data indicated multiple fault 16 on and around the customer reported event date: thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on; thus, confirming the customer's reported complaint. The root cause of the fault code 16 was due to a seized brake gap. The drive train motor needs to be replaced to address this error issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).